Event description:
Pump reported to be setup and running, but no solution was being delivered. The crna was attempting to administer propofol via the pump and replaced the pump with a gravity infusion of the drug. There was no pt compromise.

Manufacturer narrative:
The pump evaluation in this case that was conducted by baxter did not confirm a pump problem. This unit meets performance specifications for rate and volume accuracy.